Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively. The explanted lead was discarded. Additional information was received that during the lead replacement procedure, the physican noticed that the suture was not in place. It was also noted that an x-ray was taken and showed that the lead had migrated. The physician did not believe that lead migration was due to product malfunction. The physician used a new fixate device to secure the new lead with the clik anchor.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5147080.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively. The explanted lead was discarded.